Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found used tips with evidence of the tips hitting the bottom of the microwells. All calibrations, and hold and pull force calibrations checked out. The instrument was checked for cleanliness and found to be acceptable. The x-arm motor was replaced. The instrument was tested without further problem, and returned to service.